Event description:
It was reported that there were concerns for premature battery depletion (pbd) on this implantable cardioverter defibrillator (ICD) device. The health care professional (hcp) had called in querying about fault code 1003 on this device. Technical services (ts) stated that 1003 is an early warning of premature battery depletion, regarding a calculation problem related to the battery voltage and recommended device replacements. This ICD device remains in service. No adverse patient effects were reported.